Event description:
The customer reported erroneously elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for multiple patients, involving the access 2 immunoassay system. The erroneous results were released out of the laboratory and questioned by the physician who requested the patient samples be reanalyzed. One of the samples obtained an initial troponin I value of 7.1 ng/ml and a reanalyzed result of 4.3 ng/ml, on the original instrument. The same sample was reanalyzed on an alternate access 2 system and recovered a lower value of 0.2 ng/ml, within the risk stratification range. Amended reports were issued to the physician. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) observed vacuum pressure was reading at 490 mm/mg. The fse flushed the pump with deionized water and the vacuum reading displayed 603 mm/mg. The fse noted the wash pump was making unusual sound during down stroke and observed extra bubbles during system priming. The fse disassembled the pump and replaced the seals and belt and resolved the issue. System check and troponin precision passed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.